Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr). One clip was implanted and mr was reduced to grade <1. On (B)(6) 2024, the patient was readmitted for shortness of breath. An echocardiogram confirmed recurrent grade 4 mr. The patient was scheduled for reintervention. On (B)(6) 2024, severe flail besides the mitraclip implant was identified and contributed to the recurrent mr. Two mitraclips were implanted and the mr improved to grade 1. There was no tissue damage attributed to the previously implanted clip. There were no complications or adverse patient events. Patient status was reported stable and they were discharged.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported mitral valve insufficiency/regurgitation (mr) resulting in dyspnea appears to be due to patient conditions (severe flail). Mitral regurgitation and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.